Manufacturer narrative:
The patient had a primary surgery on (B)(6) 2016. On (B)(6) 2017 the patient was revised due to infection. The insert was swapped ((B)(4)). The patient later came in due to signs of infection the surgeon removed all medacta hardware and implanted a spacer. Medacta was not informed about this first of the revision surgery. On (B)(6) 2017 the surgeon re-implanted permanent implants. Staphylococcus epidermidis is the pathogen. Batch review performed on 28 december 2017 (B)(4).

Event description:
Revision surgery was necessary due to infection.